Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lymph biopsy procedure through hard density tissue, the stylet part of the needle was allegedly bent. It was further reported that there was an alleged difficulty in removing the product from patient. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device received for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout the cannula and received with protective tubing and yellow guard attached to the needle. The device was received in half primed position. The sample notch was observed to be bent backward when positioned on a flat surface. Due to the nature of the sample functional testing was not performed. The dimensional observations were performed for notch bend that is within acceptable range. Therefore, the investigation is confirmed for the reported bent as the bent was noted in the sample notch. However, the investigation is inconclusive for the difficult to remove as the condition of use cannot be replicated in the laboratory. A definitive root cause for the alleged difficult to remove and material twisted/bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lymph biopsy procedure through hard density tissue, the stylet part of the needle was allegedly bent. It was further reported that there was an alleged difficulty in removing the product from patient. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.